Event description:
The pharmacy uses bd syringes with a duopross needle for one customer. The needle came loose and allowed activity to leak into the secure safety insert. As a result, the customer experienced hand contamination.